Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures, but shorting was noted due to procedural damage at the middle region of the lead. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.